Event description:
Patient reports cadd legacy pump sn (B)(4) won't stop beeping. She did not miss any therapy as this was backup pump. We are sending a new pump and she will send back the malfunctioning pump. No more information given. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did the reported fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinal injury? No. Reported to (B)(6) by: patient/caregiver.